Manufacturer narrative:
Submit date: 2017/june/22. An investigation is currently underway; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a dialysis catheter. The customer states during the hemodialysis procedure, the machine alarmed and they noticed a leak in the venous luer of the catheter caused by a crack in the adapter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A lot number was not provided and therefore a manufacturing device history record (DHR) review or product/process change review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. The physical sample involved in the reported incident was not returned for evaluation. One photo was provided by the customer. Visual evaluation of this photo was performed; the photo was magnified and revealed that the venous (blue) adapter shows a line in the thread section. The photo revealed a blood residue which suggests the catheter was used. Based on the photo provided the blue adapter was found broken, the other adapter was not observed in the photo. The instruction for use (IFU) states that it is necessary to perform an inspection before using the device. Do not use the catheter if it is damaged or appears defective. Over tightening catheter connections can crack some adapters. The reported issue has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that the product was manufactured according to specification and it functioned as intended for an undetermined amount of time. The adapter was more likely damaged during use. The most probable root cause can be considered adapter over tightening. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states during the hemodialysis procedure, the machine alarmed and they noticed a leak in the venous luer of the catheter caused by a crack in the adapter.